Manufacturer narrative:
Manufacturer's investigation conclusion: the account communicated that the patient was routinely transplanted. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(4) , and the retrieved log files confirmed a current sense issue as well as pump cable inline connector bend relief discoloration. The current sense issue and bend relief discoloration would not have contributed to a functional issue for the customer, and there were no alarms, clinical symptoms, or device-related issues reported in association with the routine heart transplant. (B)(4) was returned assembled with the pump cable severed approximately 9.0¿ from the pump header. The remainder of the pump cable was returned in an approximately 8.0¿ section and 8.75¿ section with inline connector. The modular cable was returned connected at the inline connector. Approximately 1.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (let ventricular assist device) event and periodic log files were retrieved from the returned device and found that lvad current monitor values were invalid, indicating a current sense issue. The log files appeared to capture the device otherwise functioning as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12oct2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Section 6 ¿patient care and management¿ instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 5 of the patient handbook "alarms and troubleshooting" address all system alarm conditions, as well as the appropriate actions associated with each condition. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon return of (B)(4) a current sense issue was noted.